Event description:
As reported: "the patient's cr poly insert suffered from significant wear. We replaced the 2x11 cr insert with 2x16 cs insert. This was a right knee".

Manufacturer narrative:
An event regarding wear involving a triathlon insert was reported. The event was confirmed by inspection of the received image of the device. Method & results: \device evaluation and results: the device was not returned. Visual inspection of the received image of the device noted that the insert is severely worn on one of the sides. Dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that patient's knee was revised due to wear of the insert. Visual inspection of the received image of the device noted that the insert is severely worn on one of the sides.the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "the patient's cr poly insert suffered from significant wear. We replaced the 2x11 cr insert with 2x16 cs insert. This was a right knee".